Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the pump was programmed to deliver morphine 1 mg/ml, in the pca+ continuous mode, at a 1 mg/hr continuous rate, a 2 mg pca dose, an 8 minutes pt lockout, a 30 mg four hours dose limit and the delivery was started. On (B)(6) 2012 at 0630, the customer contact reported the device alarmed "empty." At this time, the device display indicated that 3.05 mg had been delivered; however, "only 5 mg used from vial." It was reported that the pt had "minimal pain relief." The anesthesiologist and nurse practitioner were notified. The pt was given with an unspecified pain medication IV push. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device delivered less than expected. Though requested, no add'l info was provided including the pt's specific pain level and the identity of the pain medication given to the pt.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.